Event description:
This rv lead was implanted on (B)(6) 2004 and explanted approximately on (B)(6) 2011 due to infection. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)